Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container leaked. This occurred before patient use. It was stated that the bag leaked during filling. There was no patient involvement. No additional information is available.